Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of greater than 400 (mg/dl). Customer changed pump supplies and administered a correction bolus with the pump to treat bg level. System check with tandem technical support indicated pump was performing as intended, and recommendation was made to consult with health care provider to discuss diabetes management. During a follow-up call on (B)(6) 2016, customer reported that bg levels returned to target range.